Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) was on-site. Fse performed alignment, qc and precision tests and all met established ranges. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (cre) result generated by the unicel dxc 800 pro synchron chemistry analyzer which was reported outside of the lab and questioned by the physician. The customer repeated the sample which yielded a lower result. There was no death, injury or change to patient treatment associated with this event.